Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the pacing lead was beyond the expected upper range. There were 2,650 high impedance paces recorded post lead warning on 2013 (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for multiple high impedance paces. This was noted on the same day as a device implant. The lead warning and lead trends have been cleared. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.